Event description:
Drain broke off in pt during removal attempt. Drain initially placed following a cesarean section. Dr suspected she had stitched/sutured through the drain unintentionally. Per dr, when resistance was noted after removing suture, tugging on drain resulted in breakage. Dr also stated that unless an infection developed, drain would not be retrieved.